Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) year old male patient presenting with acute myocardial infarction and cardiogenic shock for hemodynamic support using the impella cp device. During support, the patient exhibited signs of hemolysis via red urine and lowered hemoglobin levels, however, no plasma-free hemoglobin test to confirm hemolysis was completed. As treatment, haptoglobin was delivered. The patient also developed an access site bleed that prompted multiple units of blood product delivered.